Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 650cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient reported experiencing a ruptured right breast implant which was implicated using computerized tomography imaging. Subsequently, mammogram and ultrasound imaging were conducted as a follow-up for a lump in the right breast and the suspected implant rupture. Results were suggestive of a ruptured right breast implant with calcifications and fat necrosis in both breasts. A consultation with a medical professional has been conducted; however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 17, 2025, mentor was notified that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 12, 2025, mentor was notified that the patient was scheduled for breast implant removal on (B)(6) 2025. Date of explantation: (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: implant site calcification, soft tissue necrosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 28, 2025, mentor received the following additional information: the patient underwent bilateral removal and replacement with 450cc mentor memorygel breast implants during the revision surgery. The current surname of the patient was provided and updated. The previously reported surname was the patient's maiden name. Patient identifier: (B)(6). Initial reporter last name: (B)(6). Manufacturer¿s reference number: (B)(4).